Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is defective. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp completed 2nd generation liquid crystal display upgrade that was started by the customer. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.